Event description:
Related manufacturer reference numbers: 3006705815-2022-01628, 3006705815-2022-01629. It was reported that the patient underwent surgical intervention wherein the entire scs system was explanted due to a non-functional stimulator. The exact reason for explant is unknown at this time.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The allegation the ipg was not functional was not confirmed. The device was returned with a depleted battery. After it was recovered using an external battery, utility tool uep showed the device was running the service app which occurred on the day of explant. An ipg that enters the service application state can cause a higher battery capacity consumption resulting in a depleted battery. Attempts to restore the device to the therapy application were unsuccessful due to the device having a cyclic redundancy check (crc) failure. Due to the state of the device, additional functional testing could not be performed. A review of the logs showed that the device had been turned off with a programmer almost 2 months prior to being explanted. Nothing was observed in the logs that indicated the device was not functioning properly. No vmo errors were observed in the uep therapy logs which indicated the device delivered therapy as programmed up until the point it was turned off with a clinicians¿ programmer on (B)(6) 2021. The root cause of the issue could not be ascertained.